Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the retriever stent became detached from its carrier during removal. The retriever stent came into contact with a carotid stent that had been implanted 30 days earlier. There was carotid occlusion caused by the lost retriever stent. The retriever stent could not be removed as it was stuck. The patient¿s carotid condition returned to its original state, but the cerebral thrombosis was successfully treated. There was pushwire break separation. The pushwire is the break or separation was in the distal section.